Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is now known that the patient was revised due to pain and loosening.

Manufacturer narrative:
This report is being amended to reflect changes. The devices involved were reviewed for compatibility with no issues noted. No devices were received; therefore the condition of the components is unknown. Review of the device history records identified no deviations or anomalies. This device is used for treatment. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Reported information states that the femoral and patellar components were not revised. A field action was conducted on (B)(6) 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. FDA recall contains the related tibial lot number. The investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices.

Manufacturer narrative:
(B)(4). Other devices used: catalog #42522000610, persona cr vivacite articular surface, lot #62768646. Catalog #42502806402, persona cr femoral component, lot #62795849 . This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is alleging harm caused by the device; however, the nature of the harm is unknown at this time.

Manufacturer narrative:
The knee components were reviewed for compatibility and all components were confirmed with no compatibility issues. Operative notes from the primary surgery state the patient underwent total knee arthroplasty due to severe degenerative joint disease. The notes state that the final components were placed using a cementless technique. Range of motion and stability were noted to be excellent throughout with well-balanced gaps. No intraoperative complications were noted. Operative notes from the revision surgery state the patient was revised due to mechanical loosening of the tibial component. The back side of the tibial component was noted to have at least 50% bony ingrowth. The peg on the medial side was noted to be loose. The femoral and patellar components were noted to be well fixed and were not revised. This information does not change the previously identified cause. This event is related to a known reported corrective actions investigation and the root cause remains standing as previous design issue.